Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons not activating the system) has been confirmed. Upon evaluation, both the front and back response buttons had no tactile. The missing tactile would not allow the monitor to respond when the response buttons were pressed. The cause for the missing tactile cannot be positively determined but was likely the result of physical damage. No adverse event resulted from the defective response buttons. The patient was issued a replacement monitor.

Event description:
The patient service representative (psr) assisting a (B)(6) male patient contacted zoll customer support to report that the response buttons are not powering on the patient's monitor. The patient was issued a replacement monitor and electrode belt.